Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A review of the drawing found the anchor attached to the distal tip of the device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is in opened packaging. The pouch and plastic container have both been opened. The proximal part of the anchor was not returned with the device. The distal anchor and suture threader are not attached to the shaft of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found a material certificate of analysis is required. The root cause could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the during shoulder procedure, outside the patient, when the microraptor knotless sa peek was being opened it was noticed that a part of the anchor was floating around at the bottom of the bag. The tip of the anchor had fallen apart before packaging was opened. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.